Event description:
It was reported to resmed that an astral device failed to complete a rss-flow check test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be confirmed during evaluation. However, review of the device data logs revealed error messages (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf74 was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).